Manufacturer narrative:
E1. Initial reporter address 1:(B)(6). Device evaluated by MFR.: the returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the shaft. Microscopic examination revealed a pinhole to the balloon 15mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.